Event description:
A customer experienced a diabetes-related issue that led them to visit the emergency room and subsequently be hospitalized. The highest recorded blood glucose level was 400 mg/dl. The incident was suspected to be caused by a cartridge alarm, but there were no observable issues with the cartridge, infusion set tubing, cannula, or insulin. The customer attempted to resolve the issue by administering a manual injection prior to the hospitalization. The customer received infusion fluids as treatment, which successfully resolved the problem. There was no reported injury or permanent damage. The customer's release date from the hospital was unable to be obtained.